Event description:
It was reported that the patient experienced gastrointestinal bleeding. On (B)(6) 2024, the patient had blood tinged emesis. On (B)(6) 2024, they woke up with abdominal pain and melena stool with their hemoglobin at 53 compared to 88 on (B)(6) 2024. The patient just completed transitioning from bivalirudin to warfarin and acetylsalicylic acid (asa) at the time of the gi bleed which were held when the gi bleed occurred. On (B)(6) 2024, endoscopy was performed which revealed duodenal cap ulcer with a vessel and fibrin plug which was then clipped. On (B)(6) 2024, heparin infusion was restarted in the evening with asa and warfarin remaining held. During the course, the patient received multiple packed red blood cells (prbc) transfusion for low hemoglobin and plasma to assist lowing the inr values to perform the endoscopy. The patient was reportedly back to their regular diet and on oral proton-pump inhibitors (ppi) with no further issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.